Event description:
It was reported that at implant the lead was being repositioned and the helix would not re-extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the helix was disengaged from the helical channel. There was blood/body fluid present on the distal conductor (not obstructed), helix/lobe mechanism and sleeve head.